Event description:
The customer tested her blood glucose using her contour meter and an accu-chek meter. The contour read 56 mg/dl, while the accu-chek read 175 mg/dl. The difference between readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The test strips are to be returned for eval, and replacement test strips were sent to the customer.